Event description:
It was reported that the pump had started to flip. The reporter stated that the pump was only delivering medication to one half of the patient's back as one of the patient's sides was in pain, but the other was not. The issues started shortly after the patient had a surgery for replacement on her shoulder. She had a backache and, at the time of report, couldn't stand for more than five or ten minutes at the most. The patient had an appointment with her doctor on the following day. The device system was infusing morphine. About two weeks later, it was reported that the pump would flip over at least four or five times a week. The patient would have to turn it back using her hands, otherwise the 'remote won't work on it.' The patient's symptoms began about six weeks prior to report and had been getting worse. Half of her back didn't hurt, but the left half was 'terrible.'

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
Additional information obtained later indicated that the patient's pump was revised as of the date of this report due to it flipping in the pocket as reported previously. Per reporter for an unknown reason, they replaced "a good 40ml pump with a 20ml, reanchored and closed"; "everything was programmed the same with the new pump".

Event description:
In regards to patient getting worse, reporter had stated that they didn't know "if the pump was malfunction because patient was not getting relief, or something¿s come loose somewhere"

Manufacturer narrative:
(B)(4).